Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set tube was damages due to which infusion set was leaking. Event occurred on 09/15/2024 and 09/16/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.